Manufacturer narrative:
The pump was returned to animas for evaluation. Evaluation revealed a dislodged display screen, partially dislodged force sensor pins, and an out of calibration force sensor. A review of the pump history indicated that loss of cartridge detection had occurred which was duplicated during testing. Unrelated to the complaint, the battery compartment was found to be cracked. Cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump.

Event description:
Patient reports pump dispensed insulin during load cartridge phase.